Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the tip of the depuy universal hex screwdriver broke off during the insertion of a cancellous bone screw. It was during routine use while inserting an acetabular screw. Nothing out of the ordinary and it was the only screw being implanted.

Manufacturer narrative:
(B)(4). Investigation summarythe instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.